Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced bleeding from an unknown source for which four units of packed red blood cells were required. At the time of the bleed, the patient's hemoglobin dropped from 9.4 to 6.5. The cause for the bleed could not be determined and further treatment was not possible due to the patient's unstable condition. It was reported care was withdrawn, and the patient expired within 10 minutes of withdrawal of care. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.